Event description:
A surgeon reported that the capsular bag was torn during cataract surgery. The association between this event and the intraocular lens (iol) is not known. Add'l info has been sought.